Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia in a laparoscopic repair. It was reported that after implant, the patient experienced recurrence, abdominal pain and adhesions. Post-operative patient treatment included revision surgery, laparoscopy nissen fundoplication, mesh removal, lysis of adhesions, and repair of hernias.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence and adhesions. Post-operative patient treatment included revision surgery, mesh removal, lysis of adhesions, and repair of hernia.

Manufacturer narrative:
Additional info: a2 (date of birth), a4, b5, b7, d8, e1 (facility name, street, city, region, postal code), h4, h6 (updated all codes, added patient codes, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia in a laparoscopic repair. It was reported that after implant, the patient experienced pain, obstruction, bleeding, seroma, tightness around upper abdomen that causes shortness of breath, abnormal and painful digestive and bowel functions, chronic utis, recurrence,abdominal pain and adhesions. Post-operative patient treatment included medication, revision surgery, laparoscopy nissen fundoplication, partial mesh removal, mesh removal, lysis of adhesions, reduction of hernia, transection of ligament, and repair of hernias.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was multiple incisional hernias. The patient underwent a laparoscopic repair of multiple incisional hernias with the implantation of a mesh and repair of adhesions. The patient underwent a revision surgery approximately 2 years and 5 months pst op with removal of 50% of mesh. The patient experienced extensive adhesions and small bowel adhesion to lower portion of mesh.